Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2009 and performed to specification up to the (B)(6) 2015. A fresh pad-pak was installed during this time. Multiple manual power ups of less than one minute duration were recorded on the (B)(6) 2015. The user may have been power cycling the device or it may suggest the beginnings of membrane failure. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.